Event description:
Ous MDR - after an implant period of about 39 months, it was reported that an MRI was requested by the physician due to the patient being unwell and admitted into hospital. The physiologist interrogated device, activated MRI using doo mode at 90bpm. Patient had no underlying rhythm. Device / programmer did not end session (kept open during MRI procedure). On return from MRI scanner; the physician placed the programmer wand over the device and could not get telemetry. The physiologist was not present at that time. Therefore, someone turned off the programmer and re-booted it. They placed the wand over patient and gained connection between programmer and device. Physician went straight back to the MRI parameter sets and activated tab in MRI sets using MRI off. Therefore no pacing was given and as patient had no underlying rhythm, an asystole was caused. The physician managed to go to parameter modes and programmed vvi 60. The device remained implanted at that time.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1, 33 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles that resulted in one shock delivery, confirming the clinical observation. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction.